Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a failed battery test and lost sensor alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is not communicating with the transmitter. The customer stated that she received a weak signal after she went into the door at her work. The customer was advised that the equipment at her workplace is most likely to cause the issue. The customer also stated that she received a bad battery when she puts in a new one. The customer stated that the battery goes down to one bar. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer declined to troubleshoot for bad battery.